Manufacturer narrative:
Submit date: 2/19/2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2/19/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports after injecting lidocaine, the needle detached and broke off in the patient.

Manufacturer narrative:
Submission: 08/14/2018. An investigation was performed for the reported customer complaint: ¿the customer reports after injecting lidocaine, the needle detached and broke off in the patient.¿ a review of device history records (dhrs) indicated the product was released meeting all quality standards. Maintenance records (corrective and preventive), calibration records, process monitoring data and machine set up were all reviewed with no issues related to the reported condition. There were no changes to the process or materials related to the reported issue for this product. Equipment was evaluated for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed. Cannula pull forces are also monitored through process monitoring inspections. Quality data was also reviewed and components used in the production of this lot met quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for cannula pull force. The lot met all defined acceptance criteria and was released. There was one sample (opened) submitted with this complaint. The needle was returned in its component form, which included the cannula, hub and safety shield. A physical inspection for cannula pull force could not be performed on the sample due to its condition. A visual examination of the sample found very little evidence of adhesive on the cannula. Examination of the sample under a black light showed that most of the adhesive had overflowed outside of the needle hole and onto the side of the hub. The sample was assembled by hand and run through the adhesive vision system in several orientations. The vision system rejected the sample during every challenge for adhesive overflow. The reported customer complaint was confirmed. A root cause analysis was conducted evaluating possible contributing factors. Based on the available information there is insufficient evidence available to determine a most probable root cause. Therefore, a root cause could not be determined. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.